Event description:
It was reported that during an unk procedure, device malfunctioned; did not work. No pt consequence reported.

Manufacturer narrative:
Eval summary: the mcl20 instrument was returned partially cycled and with the jaws closed. The instrument was cycled and the first two firings resulted in short fed causing two pear shaped clips. The remaining clips were fed and formed properly. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.